Manufacturer narrative:
The investigation into the product damage (hole in catheter) has been completed since the original report was filed. The medical center did retun for investigation the impella pump. Two holes were found which allowed for the blood leak at the red plug. The root cause of the product damage issue was use related. The failure mode will be monitored and trended.

Event description:
The user facility reported post case, upon moving patient over, team noticed blood leaking out of the red impella plug. The leak was coming from the gray gasket that was holding the purge tubing in place. Drips 1-2 drops of blood every 3-4 seconds. Patient was given 2 units of blood.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿